Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, allergic-anaphylactic reaction, was deemed to meet serious injury criteria of life-threatening. The device history record for radiesse dermal filler lot 100124004 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
The patient was previously treated with radiesse®, botulinum toxin and hyaluronic acid. The patient was treated with radiesse®, twice in the past, without complications. And lateral neck (off label use of device), for a collagen biostimulation, on (B)(6) 2020. Batch number was reported as 100124004. A lot search in the global safety database was conducted. Radiesse® was diluted in 1.5 ml of lidocaine and 4.5 ml of 0.9% saline (product preparation issue). The needle used for injection was a 24 g cannula. The patient was previously treated with radiesse®, botulinum toxin and hyaluronic acid. The patients medical history included an allergy. Further history and concomitant medication was reported as none. On (B)(6) 2020, after the treatment with radiesse®, the patient experienced dizziness, blurred vision, sensation of weight in the front, feeling of faint, tachycardia, increased blood pressure, edema, facial heat, itch in the throat and cooling of hands and feet. She was hospitalised. Corrective treatment included a hydration with ringer lactato (1 litre) and hydrocortisone IV 500 mg (as reported). Systemic antibiotics was not subscribed. After 4 hours of the endovenous treatment with the stabilization of blood pressure and heart rate, until the night, the patient still experienced dizziness, malaise, and keeping facial edema. Initially it was considered that the patient experienced a vaso-vagal reflex, but it was than reconsidered as an allergic-anaphylatic reaction. The outcome of the event allergic-anaphylactic reaction was reported as not resolved. In the opinion of the reporter, the event was not permanent, but life-threatening and related to radiesse®. Follow-up information was received on 13-oct-2020: it was confirmed that the patient was injected with radiesse®, into the right hemiface and cervical region, on (B)(6) 2020. Radiesse® was diluted in a 1:4 ratio. The patients medical history included anxiety. The patient was treated with radiesse®, twice in the past, without complications. On (B)(6) 2020, during the radiesse® injection, the patient began to feel ill and presented with visual turbidity, dizziness, sensation of weight in the front, feeling faint, tachycardia, increased blood pressure and cooling of the hands and feet. The procedure was interrupted, and the patient was taken to the hospital, where he received hydration and hydrocortisone. The hypotheses of a vagal vessel syndrome, or an anaphylactic reaction were raised. The patient recovered from the symptoms without signs of severity (as reported) and was released from the hospital. At the time of this report the patient was without any sequelae related to the radiesse® injection and his condition was under investigation of a neurologist. Due to the provided information the outcome of the event allergic-anaphylactic reaction was considered as resolved, in 2020, and therefore changed from not resolved.

Event description:
Follow-up information was received on (B)(6) 2020: the physician confirmed that the patient had no adverse event with previous aesthetic treatments. The patient had a history of anxiety and was being treated by a neurologist for investigation.the reporter informed that the hypothesis of a vagal vessel syndrome or anaphylactic reaction was raised, but it was not confirmed. No further investigation was performed. The outcome of the events remained unchanged.